Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any significant supplemental information become available.

Event description:
A customer contacted baxter's technical service center reporting that some fluid came out of the top of the patient line during priming on the homechoice (hc) machine. The technical service representative (tsr) advised the home patient (hp) that if top of the patient line was below the heater bag, fluid would come out of the patient line during prime. No troubleshooting was required. During a follow up with the hp regarding the leak, it was revealed that the issue was resolved, and that she is continuing therapy without any issues. The hp verified that she notified the nurse. Per hp, she did not notice any defects on the supplies. The hp stated that she had discarded the supplies, and did not know the lot number. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint reported for a patient line over filling during priming was not confirmed and no root cause was determined because sample was not available for evaluation. A batch review was not conducted since the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.